Event description:
Patient prepped for diagnostic laparotomy. A 5mm trocar was placed through an infraumbilical incision. It was noted by the surgeon immediately upon introduction of this trocar, that an injury to the omentum had taken place as the blade was not shielded upon entry.